Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm noted. The insulin pump had a scratched display window and a cracked reservoir tube.

Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump alarms and the drive support cap is flush on the insulin pump. Nothing further was reported.